Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a normal follow-up, stored episodes of vf were observed due to lead noise, and the patient received an inappropriate atp therapy. The noise was able to be reproduced with shoulder movements. The lead was capped and replaced. The patient was stable post procedure.